Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 509812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), rash ("rashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unspecified"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain"), pain in extremity ("pain: legs, feet") and arthralgia ("pain: joint pain") and was found to have hormone level abnormal ("hormonal changes describe: unspecified") and weight increased ("weight gain/weight gain/loss: unspecified"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and swelling ("swelling"). On an unknown date, the patient experienced infection ("infection (other)"), dry skin ("dry skin") and eye disorder ("vision/eye problems type:unspecified") and was found to have weight decreased ("weight gain/weight gain/loss: unspecified"). The patient was treated with surgery (she underwent a partial hysterectomy with bilateral salpingectomy in order to remove essure and she underwent ablation in 2006). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, dyspareunia, rash, alopecia, swelling, vaginal haemorrhage, infection, dry skin, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, visual impairment, eye disorder, fatigue, hormone level abnormal, migraine, headache, weight increased, abdominal pain, pain in extremity and arthralgia had resolved and the weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 180 1bs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram : in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: reporter information was added. This case concerns 31 year old patient. Her concomitant medication was added. Essure lot number was added. Essure insertion date was updated. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), infection (other), dry skin, bladder or urinary problems or changes: unspecified, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type :unspecified, fatigue, hormonal changes describe: unspecified, migraines, headaches, weight gain/weight gain/loss: unspecified, pain: abdominal pain, pain: legs, feet and pain: joint pain were added. She had recovered from all the events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 509812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), rash ("rashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes: unspecfied"), urinary tract disorder ("bladder or urinary problems or changes: unspecfied"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unspecified"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain"), pain in extremity ("pain: legs, feet") and arthralgia ("pain: joint pain") and was found to have hormone level abnormal ("hormonal changes describe: unspecified") and weight increased ("weight gain/weight gain/loss: unspecified"). On (B)(6)2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and swelling ("swelling"). On an unknown date, the patient experienced infection ("infection (other)"), dry skin ("dry skin") and eye disorder ("vision/eye problems type:unspecified") and was found to have weight decreased ("weight gain/weight gain/loss: unspecified"). The patient was treated with surgery (she underwent a partial hysterectomy with bilateral salpingectomy in order to remove essure and she underwent ablation in 2006). Essure (ess205) was removed in november 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, dyspareunia, rash, alopecia, swelling, vaginal haemorrhage, infection, dry skin, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, visual impairment, eye disorder, fatigue, hormone level abnormal, migraine, headache, weight increased, abdominal pain, pain in extremity and arthralgia had resolved and the weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 180 1bs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy menses") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 509812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear pain on (B)(6) 2006, sinus disorder on (B)(6) 2006, constipation on (B)(6) 2006, diarrhea on (B)(6) 2006, gas on (B)(6) 2006, hot flashes on (B)(6) 2006, renal artery stenosis on (B)(6) 2006, sterilization on (B)(6) 2006, laparoscopy on (B)(6) 2006, menses irregular on (B)(6) 2015, ovarian cyst on (B)(6) 2015, uterine leiomyoma on (B)(6) 2015, irritable bowel syndrome on (B)(6) 2015, metaplasia on (B)(6) 2015, cervicitis on (B)(6) 2015, chronic cervicitis on (B)(6) 2015, scarring on (B)(6) 2015, anxiety on (B)(6) 2006 and menometrorrhagia on (B)(6) 2006. Previously administered products included for an unreported indication: rhinocort on (B)(6) 2006, depo provera on (B)(6) 2006 and sudafed on (B)(6) 2006. Concurrent conditions included hypertension since (B)(6) 2006. Concomitant products included butalbital;caffeine;paracetamol (esgic), ibuprofen, metoprolol and potassium. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), rash ("rashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecfied"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unspecified"), fatigue ("extreme fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain"), the first episode of pain in extremity ("pain: legs, feet"), arthralgia ("pain: joint pain"), dizziness ("dizziness") and oral infection ("infection (other): mouth infection") and was found to have hormone level abnormal ("hormonal changes describe: unspecified") and weight increased ("weight gain/weight gain/loss: unspecified"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)") and swelling ("swelling"). On an unknown date, the patient experienced cystitis ("infection (other): mouth infection"), dry skin ("dry skin"), eye disorder ("vision/eye problems type:unspecified"), hot flush ("hormonal changes describe: some hot flashes"), tooth infection ("dental infections") and the second episode of pain in extremity ("pain: legs, feet") and was found to have weight decreased ("weight gain/weight gain/loss: unspecified"). The patient was treated with surgery (she underwent a partial hysterectomy with bilateral salpingectomy in order to remove essure and she underwent ablation in 2006, right oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, dyspareunia, rash, alopecia, swelling, vaginal haemorrhage, cystitis, dry skin, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, visual impairment, eye disorder, fatigue, hormone level abnormal, migraine, headache, weight increased, abdominal pain, arthralgia, hot flush, dizziness and oral infection had resolved and the weight decreased, tooth infection and the last episode of pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, cystitis, dizziness, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, oral infection, pelvic pain, rash, swelling, tooth disorder, tooth infection, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: current weight 180 1bs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; events : visual hills, migraines, abdominal pain, vaginal discharge, pain with intercourse, menorrhagia, fatigue, dysmenorrhea, hypertension, migraine, pelvic pain confirming- events which are same in mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs received. New events added: mouth infection, bladder infection, some hot flashes, dental infections and dizziness. Concomitant drug were added. Lab data updated. Event pain: legs, feet split into leg pain and feet pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy menses') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 509812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metaplasia on (B)(6) 2015, cervicitis on (B)(6) 2015, chronic cervicitis on (B)(6) 2015, scarring on (B)(6) 2015, menses irregular on (B)(6) 2015, ovarian cyst on (B)(6) 2015, uterine leiomyoma on (B)(6) 2015, irritable bowel syndrome on (B)(6) 2015, renal artery stenosis on (B)(6) 2006, sterilization on (B)(6) 2006, laparoscopy on (B)(6) 2006, anxiety on (B)(6) 2006, menometrorrhagia on (B)(6) 2006, ear pain on (B)(6) 2006, sinus disorder on (B)(6) 2006, constipation on (B)(6) 2006, diarrhea on (B)(6) 2006, gas on (B)(6) 2006 and hot flashes on (B)(6) 2006. Previously administered products included for an unreported indication: rhinocort on (B)(6) 2006, depo provera on (B)(6) 2006 and sudafed on (B)(6) 2006. Concurrent conditions included hypertension since (B)(6) 2006. Concomitant products included butalbital;caffeine;paracetamol (esgic), hydrochlorothiazide since 2008, ibuprofen, metoprolol and potassium. In 2006, the patient experienced rash ("rashes"), alopecia ("hair loss"), nausea ("nausea"), gingival abscess ("dental problems:pus in gums"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("vision/eye problems type:unspecified/vision/eye problems type: increased floaters/ spots twitching/vision/eye problems"), fatigue ("extreme fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain"), pain in extremity ("pain: legs, feet"), arthralgia ("pain: joint pain"), hot flush ("hormonal changes describe: some hot flashes"), dizziness ("dizziness"), oral infection ("infection (other): mouth infection") and skin infection ("dental problems:infections on face:filling") and was found to have hormone level abnormal ("hormonal changes describe: unspecified") and weight increased ("weight gain/weight gain/loss: unspecified: gain 40 lbs or more"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dry skin ("dry skin on forearm, legs and neck") and cystitis ("bladder or urinary problems or changes: unspecified/bladder or urinary problems or changes: bladder infection/infection (other): bladder infection"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)") and swelling ("swelling"). In 2008, the patient experienced visual impairment ("vision/eye problems type:unspecified/vision/eye problems type: increased floaters/ spots twitching") and muscle twitching ("vision/eye problems type: increased floaters/ spots twitching"). On an unknown date, the patient experienced tooth infection ("dental infections"). The patient was treated with surgery (she underwent a partial hysterectomy with bilateral salpingectomy in order to remove essure and she underwent ablation in 2006, right oophorectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, dyspareunia, rash, alopecia, swelling, vaginal haemorrhage, dry skin, cystitis, nausea, gingival abscess, dysmenorrhoea, vaginal discharge, vitreous floaters, visual impairment, fatigue, hormone level abnormal, migraine, headache, weight increased, abdominal pain, pain in extremity, arthralgia, hot flush, dizziness, oral infection and tooth infection had resolved and the muscle twitching and skin infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, cystitis, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival abscess, headache, hormone level abnormal, hot flush, menorrhagia, migraine, muscle twitching, nausea, oral infection, pain in extremity, pelvic pain, rash, skin infection, swelling, tooth infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters and weight increased to be related to essure (ess205). The reporter commented: current weight 180 1bs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; events : visual hills, migraines, abdominal pain, vaginal discharge, pain with intercourse, menorrhagia, fatigue, dysmenorrhea, hypertension, migraine, pelvic pain confirming- events which are same in mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event weight gain/weight gain/loss: unspecified was updated to weight gain, bladder or urinary problems or changes: unspecified was updated to bladder infection, event vision/eye problems type-unspecified was updated to vision/eye problems type: increased floaters/spots twitching. Event dental problems pt was updated to pus in gums and face infection. Event twitching was added. Concomitant drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), rash ("rashes"), alopecia ("hair loss") and swelling ("swelling"). The patient was treated with surgery (underwent a partial hysterectomy with bilateral salpingectomy in order to remove essure). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, rash, alopecia and swelling outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, pelvic pain, rash and swelling to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: coils were in an acceptable position. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.